Event description:
The customer reported that about a cup of fluid was leaking from the baths of the coulter act diff 2 analyzer onto the counter; there was also a vacuum out of range error message associated with this event. There was no biohazard exposure to open wounds or mucous membranes.no erroneous results were generated for this event.

Manufacturer narrative:
The customer was assisted by the customer technical specialist (cts) with ensuring the waste line was free of obstruction; the waste filter was replaced to resolve the leak and the vacuum filter was replaced to address the vacuum error message. The vacuum was adjusted after filter replacement and the startup was repeated. (B)(4). Customer was assisted over the phone.